Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers where scrolling on insulin pump. Customer's blood glucose was 102 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners, cracked display window and a stained end cap sticker.